Manufacturer narrative:
A ge service representative performed an on site investigation. A filament calibration was conducted. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurence.

Event description:
The customer reported the system displayed a high ma error message. No reports of pt or staff injury.